Manufacturer narrative:
Approximate age of device ¿ approximately 1 year and 9 months. The device was not explanted and was not available for evaluation. A direct correlation between the heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system, and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii lvas on (B)(6) 2016. On (B)(6) 2018, patient was having lunch when he experienced a headache followed by weakness on the left side, and then subsequently lost consciousness. He was then transferred to the hospital. It was reported that the patient expired on (B)(6) 2018 due to cerebral hemorrhage. No further information was provided.